Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading 2 cartridges. Another cartridge was loaded and insulin delivery was resumed. The customer's blood glucose level was not impacted.